Event description:
Received report of tubing causing pump alarms with delay of streptokinase therapy. A patient entered the hospital and was diagnosed with inferior wall mi. A pump set was primed with ns. The converible piercing pin was opened to vent the bottle and the infusion was started. The pump started to alarm, and would alarm low flow every minute and decrease to a rate of 4cc/hr. The practioners found a tubing they had previously used for this drug set-up, and the infusion proceeded. The infusion was started 65 minutes from the time to start the infusion ideally would have been 15 minutes. The patient reperfused without adverse effect, although the patient became anxious because of the repeated pump alarms.